Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze and the device failed to charge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by a zoll approved service provider. The customer reported that the unit did not automatically charge or continue ECG analysis after rhythm assessment. Investigation determined the device was configured in single analysis (advisory) mode, in which charging and subsequent ECG analysis require user initiation. Review of device logs confirmed the device entered analysis mode and functioned as designed. No device malfunction was identified, and the reported behavior was consistent with the configured operating mode. Analysis of reports of this type has not identified an increase in trend.